Manufacturer narrative:
Product evaluation cannot be conducted. The broken screws remain anchored in the patient where originally positioned. Correspondence dated (B)(6) 2010 indicates the surgeon is not planning to remove the fracture devices. Additional information revealed the patient has sentinel fusion and the surgeon will attempt to achieve remaining fixation via a bone stimulator. The lot number of the suspect device has not been provided. The supplied instructions for use (ins-025) reads as follows: possible adverse effects; initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components. Postoperative management; the zodiac polyaxial spinal fixation system implants are designed and intended as temporary fixation devices. The devices should be removed after complete healing has occurred. Devices, which are not removed after serving their intended purpose may bend, dislocate, or break and/or cause corrosion, localized tissue reaction, pain, infection, and/or bone loss due to stress shielding. Complete postoperative management to maintain the desired results should follow implant removal surgery. Upon the receipt of additional information a follow-up report will submitted. Product remains implanted in patient.

Event description:
Patient came in for follow-up visit. X-rays noted broken pedicle screws at the s1 location. No revision surgery planned at this time. The zodiac spinal fixation system had originally been implanted on (B)(6) 2010.